Event description:
It was reported that the insulin pump alarmed low battery within 1 week's time since replacement, had a partial display, and alarmed failed battery test multiple times. The most recent blood glucose reading was 215 mg/dl. The customer initially reported that over time, the battery lasted for a shorter duration than it had before, lasting about 4 or 5 days. He noted that whenever the failed battery test occurred, the time would not show on the display. After replacement of the battery, the time would return. The customer's battery cap was replaced, and he called back 5 days later, reporting that the insulin pump alarmed failed battery test again even after having received the replacement battery cap. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and all of the segments of the display were present. No display anomaly was noted. All of the buttons functioned properly. However. Moisture damage was noted to the keypad traces during the visual inspection. The insulin pump had normal operating currents and no battery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.